Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was use error - open clamp. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.

Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in line) which occurred on the homechoice (hc) during drain 1 of 5. The home patient (hp) had already turned the hc off several times and did not remember the system error numbers. The technical service representative (tsr) assisted the hp to review the alarm log. The hp had a system error 2240 and a system error 2367. The tsr explained both alarms. The patient was connected at the time of the alarm. It was unknown if the patient line had been properly primed, and there were no patient extension lines in use. The patient had not disconnected prior to the alarm. All of the bags were properly connected. The supplies had not been damaged by an outlet port clamp or assist device. The hp had an open clamp on an unused line. The tsr instructed the hp to start over with new supplies. The tsr assisted the hp to get the door open to remove the cassette. Proper procedures were reviewed with the hp. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.